Manufacturer narrative:
Correction to d9. The device was not returned to olympus for inspection. The customer confirmed a negative culture result on 24 apr 2024. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the scope reprocessor. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Report 2 of 3.